Event description:
Event [preferred term] (related symptoms if any separated by commas) new box ozempic 2 mg was empty had an needle attached to the pen [product packaging issue] no novofine plus 32g needles inside of the box [needle issue] patient was not able to take any injections out of the pen [drug dose omission by device] case description: this serious spontaneous case from the united states was reported by a consumer as "new box ozempic 2 mg was empty had an needle attached to the pen and no other novofine plus 32g needles inside of the box(product packaging issue)" with an unspecified onset date, and concerned a female patient who was treated with ozempic 2 mg (semaglutide) from unknown start date for "product used for unknown indication", , novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", medical history was not provided. "Upon analysis of the returned product, a fault which may lead to a medical consequence was found that, "their ozempic 2mg pen was empty when they went to use it for their first dose. When the patient opened the sealed box, there was a needle already attached to the pen, and there were no novofine plus 32g needles inside of the box. Patient's box was completely sealed when they picked it up from the pharmacy, and they were not able to take any injections out of the pen. (A potential medical consequence can be found). This case was re-classified to a serious incident due to this fault". Batch numbers: ozempic 2 mg: nar0230 novofine plus 4mm (32g): ns7e19b-1. Action taken to ozempic 2 mg was reported as not applicable. Event abated after use stopped or dose reduced for ozempic doesn't apply event reappeared after reintroduction of ozempic doesn't apply the outcome for the event "new box ozempic 2 mg was empty had an needle attached to the pen(product packaging issue)" was unknown. The outcome for the event "no novofine plus 32g needles inside of the box(needle missing)" was unknown. The outcome for the event "patient was not able to take any injections out of the pen(drug dose omission by device)" was unknown. Ozempic is a prefilled device and novofine plus 4mm (32g) is a durable device. Current location of device: manufacturer period of use: unknown. Preliminary manufacturer's comment: (B)(6) 2024: one used ozempic pen has been returned to novo nordisk for evaluation. Upon preliminary examination, it was concluded that device was emptied in normal manner. No irregularities related to the complaint were detected. The claimed fault (needle attached when received) may not be obvious, as the user may be convinced that the pen was in a sealed package prior to the observation of an attached injection needle on the pen. If the needle is blocked, it will not be possible to deliver a pre-set dose. If a spare pen or needle is not available, the patient may experience hyperglycaemia. In case of the pen is received used, using it can cause bacterial or viral infection due to risk of cross contamination. However, pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun,

Event description:
Event [preferred term] (related symptoms if any separated by commas) new box ozempic 2 mg was empty had an needle attached to the pen [product packaging issue]. Patient was not able to take any injections out of the pen [drug dose omission by device]. Case description: this serious spontaneous case from the united states was reported by a consumer as "new box ozempic 2 mg was empty had an needle attached to the pen and no other novofine plus 32g needles inside of the box(product packaging issue)" with an unspecified onset date, and concerned a female patient who was treated with ozempic 2 mg (semaglutide) from unknown start date for "product used for unknown indication", , novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", the outcome for the event "new box ozempic 2 mg was empty had an needle attached to the pen (product packaging issue)" was unknown. The outcome for the event "patient was not able to take any injections out of the pen (drug dose omission by device)" was unknown. Ozempic is a prefilled device and novofine plus 4mm (32g) is a durable device and batch numbers are nar0230 and ns7e19b-1 respectively. Investigation results: product name: ozempic 2 mg batch number: nar0230. A visual examination of the returned product was performed. The cartridge was seen to be empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left no-vo nordisk a/s. During examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. Since last submission the case has been updated with the following: investigation results updated. Imdrf (b, c, d and g codes) for ozempic were updated. Malfunction field for ozempic updated to "no". Product novofine plus 4mm (32g) was downgraded from suspect drug to concomitant medication and event needle missing was removed (not relevant for the complaint, batch nr ns7e19b-1). Narrative updated accordingly. Final manufacturer's comment: 10-nov-2024: one used ozempic pen has been returned to novo nordisk for evaluation. Upon preliminary examination, it was concluded that device was emptied in normal manner. No irregu-larities related to the complaint were detected. The claimed fault (needle attached when received) may not be obvious, as the user may be convinced that the pen was in a sealed package prior to the observation of an attached injection needle on the pen. If the needle is blocked, it will not be possible to deliver a pre-set dose. If a spare pen or needle is not available, the patient may expe-rience hyperglycaemia. In case of the pen is received used, using it can cause bacterial or viral infection due to risk of cross contamination. However, pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control.